Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose levels. The customer's glucose level was unknown at the time of the call. The customer was treated for the high blood glucose with food. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the bolus was incorrectly programmed in their pump. The customer did not want to further trouble shoot the issue and insisted on having a replacement pump shipped to them. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.